Event description:
Medtronic received a report the cuff on the tracheal tube was leaking air. Customer indicated there was no patient injury with this event.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and it was observed the cuff deflated after few seconds. A visual inspection was performed and it was observed the cuff presents two cuts. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the tracheal tube was leaking air. Customer indicated there was no patient injury with this event.